Event description:
Pt status post 7/30/93 whaecom port catheter (pc) insertion and subsequent ophthalmology procedure with reported use of pc at another hosp developed oozing of sanguinas fluid from needle and swelling at pc site during 8/17/93 blood transfusion. Transfusion was discontinued and the pc was heparinized and capped. Cxr revealed the pc was in proper postion. Surgical eval revealed extravasation along the pc catheter w/flushing on 8/18/93, pc was removed. Intraop eval by surgeon revealed a leakage at the connection site.